Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, it was reported that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on (B)(6) 2025. There were three issues with the sensor, an infection, soreness at the site and experienced a wearable failure. At the time of the event the area was hard, red, hot, had pus and was very sore. The sensor was removed. She consulted a health care professional at urgent care on (B)(6) 2025 who prescribed an oral antibiotic (cephalexin 500 mg, 3 times per day for 7 days) and a topical ointment (mupirocin 2%) for the cellulitis. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. On 07/26/2025, it was reported that a skin reaction at the puncture site occurred. The sensor was inserted in the arm on (B)(6) 2025. There were three issues with the sensor, an infection, soreness at the site and experienced a wearable failure. At the time of the event the area was hard, red, hot, had pus and was very sore. The sensor was removed. She consulted a health care professional at urgent care on (B)(6) 2025 who prescribed an oral antibiotic (cephalexin 500 mg, 3 times per day for 7 days) and a topical ointment (mupirocin 2%) for the cellulitis. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 medical device problem code - correction.